Event description:
Healthcare professional reported "capsular contracture baker grade iii". Healthcare professional later reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on anterior assessed as surgical damage. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device.

Event description:
Healthcare professional, later reported, "rupture". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.